Manufacturer narrative:
(B)(4), the customer returned one, two-lumen PICC catheter for analysis. Signs-of-use in the form of biological material was observed inside the proximal extension line. The proximal luer hub was not returned for analysis. Additionally, the catheter body was intentionally severed directly below the 40cm mark. The severed portion was not returned. Visual analysis revealed that the proximal extension line had separated causing the proximal luer hub to detach from the assembly. Despite this, visual analysis could not be performed on the luer hub as it was not returned for analysis. Therefore, it cannot be determined if a portion of the extension line was still inside the luer hub. The catheter body length from the juncture hub to the point of separation measured 16" which indicates that at least 6.75"-7" was separated and not returned for analysis (per the catheter graphic). The proximal extension line inner diameter measured .055" which is within the specification limits of .055"-.059" per the extension line extrusion graphic. The proximal extension line outer diameter .0930" which is within the specification limits of .0930"-.0970" per the extension line extrusion graphic. The distal lumen was flushed using a water-filled, lab inventory syringe. No leaks or blockages were detected. Performed per IFU statement, "ensure catheter patency prior to use, including prior to pressure injection". A manual tug test confirmed the distal lumen was fully secured to the distal luer hub. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of luer hub separation was confirmed by complaint investigation of the returned sample. The proximal luer hub had separated from the extension line; however, visual analysis could not be performed on the luer hub as it was not returned for analysis. The sample passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and without the separated luer hub, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer indicated the hub came off the proximal end. No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer indicated the hub came off the proximal end. No patient injury or harm reported. The patient's condition is reported as fine.